Event description:
Customer reported a potential hazard when the support arm of the au680 immunochemistry system broke off and fell onto the printer. The operator was not present at the time of the event. There were no injuries. The instrument was in standby mode, and not in use at the time of the event. The support arm supports the monitor and keyboard and weighs approximately 15 pounds. There were no reports of death, serious injury, or affect to operator safety associated with this event.

Manufacturer narrative:
The monitor support arm broke due to faulty welding.

Manufacturer narrative:
A beckman coulter field service engineer replaced the monitor support arm. The broken support arm will be sent to beckman coulter, inc. For evaluation. Investigation is in-process. (B)(4).